Event description:
During procedure, with the tee probe in place in the pt's esophagus, the physician lost the ability to angulate the probe. The probe locked at 0 degrees and the error code "probe improperly inserted, re-insert" appeared. It is important to note that the probe passed all pre-test quality checks. Dates of use: 6months, (B)(6) 2010. Diagnosis or reason for use: tee procedure.